Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. After three days later, patient presented to the emergency department with the complaints of chest pain and worsening dyspnea. X-ray abdomen study showed presence of inferior vena cava filter. Patient was transferred to another hospital for higher level of care. Approximately seven years later, a computed tomography of abdomen and pelvis was performed for abdominal pain. The study showed that some of the filter struts have penetrated through the wall of the inferior vena cava into the pericaval/mesenteric fat. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 01/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately seven years later post filter deployment, it was alleged that the filter struts perforated into organs and the patient reportedly experienced abdominal pain. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.